Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle neo meter and precision strips were reviewed and the dhrs showed the freestyle neo meter and precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer was unable to test due to the adc blood glucose meter powering on and off upon test strip insertion. It was further reported that the customer experienced a symptom of a seizure and was taken to the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.